Event description:
Follow-up information indicated surgical intervention was undertaken and the lead was explanted.

Event description:
The patient had 2 leads (from the same lot) implanted as part of his axium neurostimulator system. It was reported after the patient's implant procedure, he was discharged to home and upon walking to his car, he began to experience pain from his right hip to foot and had difficulty moving his foot. He turned off stimulation and the issue ceased. X-rays were later taken and no anomalies were identified. The physician performed a steroid injection in order to reduce the pain. The system was programmed and the patient is receiving effective therapy.